Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator. The end user stated, "white powder came out of tubing overnight, was in the hospital for 3 days." The unit was returned and is pending evaluation. Devilbiss will file an update when more information becomes available.